Event description:
It was reported that during a hospital pre-test, of a tracheostomy tube, the cuff failed. No patient injury was reported.

Manufacturer narrative:
One used sample was received to perform an investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection was performed at 12 inches from the device under normal lighting to detect any damage on the cuff, airline or pilot balloon. No damage could be detected. Functional testing was performed by filling the device with 5cc of air. The pilot balloon inflated but the air got stuck. The cuff was manipulated and then the whole cuff inflated. The reported problem was not confirmed. The instructions for use (IFU) inform the user to attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube. As a preventive action production personnel were notified by quality engineer of the defect reported by the customer. No root cause could be determined as the complaint could not be confirmed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.